Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device passed the displacement test, operating currents, selftest, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected low battery alarm. No battery out limit alarm. It was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a battery alarm and then a button error alarm. The blood glucose at the time of the incident was 233 mg/dl. It was also stated that the battery depleted. She mentioned that the customer had a recent surgery and his blood glucose level had been in the 300 mg/dl range. Troubleshooting was performed. The device was returned for analysis.